Manufacturer narrative:
Device remains implanted and will not be returned at this time. If additional information becomes available it will be provided on a supplemental report. Device remians implanted.

Event description:
It was reported by surgeon that patient experienced broken variax plate on (B)(6) 2016. Date of surgery was (B)(6) 2016.